Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl or less at the time of the incident. The customer was given glucose to treat, the customer experienced symptoms such as loss of consciousness, and collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was on a gluten free diet and had a few highs of 468, 469, and 300 m/dl due to the stress of her father dying of cancer. The customer cracked the pump screen and scratched the pump when she passed out and fell in a store during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No cracked lcd display window noted during physical inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.